Event description:
The patient contacted animas on (B)(6) 2012, reporting that the up and down arrow buttons were sticking and required more than one press to respond. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact with no damage or peeling observed. The ''up'' and ''down'' buttons were found to be intermittently responding. The keypad was removed to investigate and contamination was found under the button contacts.